Manufacturer narrative:
H10 "(B)(4)" corrected to "claim#: (B)(4)" in inital MDR.

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -17.50/2.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Per reporter on (B)(6) 2020, surgeon "has given patient contact lenses to correct the tiny residual. Patient continues to be under observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - corrected to "the reporter indicated that 13.2mm vticmo_13.2 -17.50/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Per reporter on (B)(6) 2020, the surgeon "has given patient contact lenses to correct the tiny residual." Patient continues to be under observation. The patient is unhappy with vision but reportedly the patient's va is good. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted." In initial MDR. Claim#: (B)(4).